Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. The patient reported that after the implant he was home for a week or so and then started feeling pain and couldn¿t pee. He also stated that his belly swelled up, so it looked like a basketball, so he went to the hospital and was given an IV (intravenous) drip. He stated that he was sent to the doctor¿s office and then sent to a second hospital. At the ER (emergency room) he had a 30-day foley put in, they stopped the pump, and he was sent to ¿uva¿ for testing. He stated the testing confirmed that he ¿lost¿ his bladder which he described as his bladder no longer functioning properly and the function was not expected to return. He stated that he was ¿cathed¿ for 3 days and he had the urge to pee and discovered that he had regained his bladder function. Per the patient, the pump was removed in (B)(6) 2018 and then about a week later he had a new pump implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.